Event description:
Boston scientific received information that the patient presented to the emergency room after receiving eight inappropriate shocks which exhausted therapy. It was noted that the patient felt lightheaded and was doing yard work at the time he received the shocks. It was unable to be determined if the shocks were due to atrial fibrillation (af) with rapid ventricular response (rvr) or supraventricular tachycardia (svt), however it was noted that the fast rate was sustained for 20 seconds. The shock did not convert rhythm but seemed to slow the rate intermittently. In the hospital, the physician electively decided to explant this implantable cardioverter defibrillator (ICD) and upgraded the patient to a dual chamber ICD. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.